Event description:
Reports the trim fell off the track which hit the pt, causing pt to spasm. The other end of the track flicked around, knocking over a large vase of flowers, telephone, and glasses from a table. The nurse went to aid the pt and slipped on the water from the vase, twisting knee. The pt sustained shock and acute pain from an abdominal operation.